Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.